Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal end to middle left anterior descending (lad) artery. The lesion was predilated with a non-bsc balloon catheter. A 3.00 x 16mm promus element plus stent was deployed in the mid lad. The 3.00 x 16mm promus element stent was then advanced to proximal end of lad, however, the device was unable to cross despite several attempts. The physician then removed the device and it was noted that the edge of the stent was lifted. The procedure was completed with 3.0mm x 15mm non-bsc stent. No patient complications were reported and patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).